Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken in twenty minutes. The broken piece was retrieved by forceps. Another like device was used to complete the procedure. One device will be returned.

Event description:
It was reported that during an unknown procedure, the titanium tip was broken in twenty minutes. The broken piece was retrieved by forceps. Another like device was used to complete the procedure. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.